Event description:
It was reported that removal difficulty, stent damage and stent dislodgement occurred. The target lesion was located in the mid and distal right coronary artery (rca). A 4.00mm x 28mm promus element¿ plus stent was advanced through a previously deployed unspecified stent in the proximal lad. However, the 4.00mm x 28mm promus element¿ plus stent became stuck in the old stent, started to unravel up to the proximal portion of the rca and dislodged from the stent delivery system. An attempt to retrieve the stent by inflating the balloon was unsuccessful. Then several attempts to snare the stent with snares of different sizes were also unsuccessful. The physician then advanced a guide catheter all the way to the mid rca up to where the stent was. When the stent was inside the guide catheter, the physician delivered another balloon catheter over a second wire. The balloon was inflated and tacked the stent up against the guide catheter. The whole system was pulled out and the stent was retrieved. The patient was a "little" hemodynamically unstable prior to retrieval of the stent. The patient was put on a balloon pump after the stent was removed. A bypass surgery was performed to treat the disease in the arteries. The patient's status post bypass is stable.

Event description:
It was reported that removal difficulty, stent damage and stent dislodgement occurred. The target lesion was located in the mid and distal right coronary artery (rca). A 4.00mm x 28mm promus element plus stent was advanced through a previously deployed unspecified stent in the proximal lad. However, the 4.00mm x 28mm promus element plus stent became stuck in the old stent, started to unravel up to the proximal portion of the rca and dislodged from the stent delivery system. An attempt to retrieve the stent by inflating the balloon was unsuccessful. Then several attempts to snare the stent with snares of different sizes were also unsuccessful. The physician then advanced a guide catheter all the way to the mid rca up to where the stent was. When the stent was inside the guide catheter, the physician delivered another balloon catheter over a second wire. The balloon was inflated and tacked the stent up against the guide catheter. The whole system was pulled out and the stent was retrieved. The patient was a "little" hemodynamically unstable prior to retrieval of the stent. The patient was put on a balloon pump after the stent was removed. A bypass surgery was performed to treat the disease in the arteries. The patient's status post bypass is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found severe kinks along the length of the shaft. The stent was detached from the device and was returned. Examination of the stent found that it was stretched to a total length of 64mm. On one end of the stent 3 strut rows remained undamaged. The balloon was folded and had not been subjected to positive pressure. There were stent crimp marks evident on the balloon indicating that the stent was crimped during manufacturing. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).